Manufacturer narrative:
The customer found the cable going to printed circuit board assembly (pcba) switch disconnected. The cable was reconnected to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's select option on the select button is not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the select button is not working and is unable to access service mode. The customer requested the part numbers for the replacement switch printed circuit board assembly (pcba) and switch pcba cable, which the rse provided.